Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was hospitalized after receiving multiple alerts. Noise episodes were noted and during lead revision, an insulation anomaly was observed. The pace/sense portion of the lead was capped and replaced. The defib portion remains active. There were no adverse consequences to the patient.